Event description:
This report summarizes 8 malfunction events in which the device reportedly had a decrease in pressure. - 8 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 8 previously reported events are included in this follow-up record. Product return status 6 devices were received. 2 devices were not available for evaluation.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 8 previously reported events are included in this follow-up record. Product return status 6 devices were received. 1 device was not available for evaluation. 1 device investigation type has not yet been determined. Event confirmation status 4 reported events were confirmed. 2 reported events were not confirmed. Evaluation results 2 devices were found to be affected by a failed pneumatic assembly. 1 device was found to be affected by worn bladders and battery. 1 device was found to be affected by a degraded battery. 2 devices had no problem found.

Event description:
This report summarizes 8 malfunction events in which the device reportedly had a decrease in pressure. 8 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 8 events were reported for this quarter. Product return status: 8 device investigation types have not yet been determined. Additional information: 8 devices were not labeled for single-use. 8 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 8 </noe> malfunction events in which the device reportedly had a decrease in pressure. 8 events had patient involvement; no patient impact.